Event description:
It was reported that the device was explanted due to a possible infection and skin erosion. A normal recovery was reported.

Manufacturer narrative:
Analysis of the neurostimulator (B)(4) found no anomaly. Analysis of the lead lot# v640475036 found no significant anomaly. The lead body was cut through, the product was segmented. The outer insulation was melted and was suspected to be due to cautery. Analysis of the lead lot# v666406027 found no significant anomaly. The lead body was cut through, the product was segmented. Analysis of the two titan anchors model 3550-39 found no significant anomaly. The silicone was cut.

Manufacturer narrative:
Lead model 3778-60, serial #(B)(4), implanted: 2011-(B)(6), explanted: 2011-(B)(6), lead model 3778-60, serial #(B)(4), implanted: 2011-(B)(6), explanted: 2011-(B)(6), anchor model 3550-39, serial #unknown, implanted: 2011-(B)(6), explanted 2011-(B)(6), anchor model 3550-39, serial #unknown, implanted: 2011-(B)(6), explanted: 2011-(B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.